Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter continuous flow. The customer reports that during preparation of the device, the distal balloon would not stay inflated. They injected more saline into balloon and noticed a hole in the distal balloon. At that point, they opened another device and completed the case.